Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and varying rv pacing impedance. In addition, the lead triggered an alert for low rv pacing impedance. The lead exhibited oversensing, t-wave oversensing (twos), and a low voltage fracture was suspected. The lead was capped and replaced several weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407645 lead and 439878 lead implanted: (B)(6) 2016, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.